Manufacturer narrative:
Vyaire medical complaint number (B)(4). Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr found that the power knob was not locking into place correctly and the metal clip was preventing the knob from being seated properly. The fsr replaced the power knob and potentiometer. The fsr ran the patient circuit calibration and performance check. The device meets manufacturer specifications.

Event description:
The customer reported that the power knob on the ventilator was mis-adjusted while the device was in use on a patient. The customer removed the ventilator from use once it was identified that the power knob was not secured in place and was freely spinning when adjusting the power. The patient was placed on another properly functioning ventilator with the same settings and the chest wiggle appeared to be consistent for both ventilators. At a later time, the patient passed away. The patient was not on the ventilator at the time of death and the ventilator was not a contributing factor in the patient's death.

Manufacturer narrative:
Results of investigation: the vyaire medical failure analysis laboratory received the suspect components, a 3100a power knob and potentiometer, and evaluated the components. An evaluation of the power knob found that the knob was stripped and went past the 10 digit maximum. An evaluation of the potentiometer found the part was physically damaged.